Event description:
Description of event: patient stated they used tegaderm on her and she is allergic to the adhesive. She stated that she requested not to have this applied and it was anyway. She stated she is very itchy. Patient mentioned she is going to see her doctor for this. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).